Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited oversensing. Testing that was performed at the follow-up examination and review of the patient's therapy history records and the real-time electrograms indicate the oversensing could be the result of diaphragm movement during deep breathing that is detected by the ICD.